Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5091120) that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including headaches, fatigue, anxiety, exhaustion, numbness in hands and feet, swelling of lymph nodes especially under armpits, lumps in neck, severe depression, visual disturbance, blurry vision, muscle pain, joint pain, tingling sensation in hands and feet, dry skin, dry eyes, insomnia, problems with balance, memory loss, brain fog, shortness of breath, rheumatoid arthritis, raynaud¿s syndrome, emotional changes, panic attacks, dizziness when standing, weight loss, delayed wound healing, skin bleeds easily, inflammation, gets pneumonia twice a year, and had a heart attack in 2015 due to stress. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.